Manufacturer narrative:
Updated fields - b4, d1, d4 (version/model#, catalog#, UDI#), d9, g2, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Additional information: e1 (event site postal code: (B)(6)). Additional point of contact: (B)(6). A getinge field service engineer (fse) evaluated the unit and found error message that electrical test failure code # 50. To fix this issue fse replaced motor controller pcb. Pm services completed. Full pm, safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for customer use.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test code failure #50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.